Manufacturer narrative:
A field service representative was dispatched to the facility to inspect the device and confirmed the reported issue. The stirrer motor and the distribution board were found to be faulty and were replaced. All functional tests positively passed and the unit was put back into service. Complaints database analysis revealed no similar event since unit installation in 2015. Based on all the above facts and the results of a similar complaints database analysis, it cannot be ruled out that the most likely root cause of the reported event is a non-free to spin pump motor, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, that required a power overload to work, which could have resulted in an overcurrent and ultimately caused damage to the involved board and smoke. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), india. In order to solve the issue, stirrer motor and distribution board need to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message (e06 code) associated to stirring mechanism that uses too much power, while switching on the machine. In addition, smoke was observed from the motor during operation. There was no patient injury.